Event description:
During an ablation procedure, the catheter bent in the left ventricular outflow tract and could not be removed. When attempting to remove the device, a groin hematoma developed. A snare was used to straighten and remove the catheter from the patient and the procedure was cancelled.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, one fluoroscopy image was submitted for evaluation. The image appears to show that the catheter was kinked. Visual inspection was based solely upon a review of the photograph received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported kink and hematoma remains unknown.

Manufacturer narrative:
One quadripolar, therapy cool path duo irrigated ablation catheter was received for evaluation. The catheter deflected when actuating the steering mechanism; however, the catheter did not deflect in the correct shape according to specifications, due to bends in the shaft. Additionally, one fluoroscopy image was submitted for evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bend is consistent with damage during use.